Event description:
During follow-up, a loss of pacing and increased threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
Upon analysis a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts.